Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of around 1000 mg/dl. The date of hospitalization was unknown. The customer's current blood glucose was unknown. The customer did not experience any symptoms such as pneumonia. The customer was treated by insulin injection. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.